Event description:
It was reported that a malfunction with code malf 24 occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was informed by technical support that they would receive a replacement pump with updated software. They were instructed on how to store the current pump before returning it using a pre-paid ups label, which they agreed to do within 10 days, and they would continue using the current pump until the replacement arrived.